Event description:
It was reported that approximately 1 year following original implant surgery, the patient had a skin flap complicaiton in which a small hole developed in the flap. A skin revision surgery was done and the "ics" was repositioned. No complications during or after the surgery were reported. As of july 2002, the patient has no problems with the skin flap. The device remains implanted.